Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user had an inability to back out of a programming session while using the mobile programmer application and was forced to re-boot the application in order to exit. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.